Manufacturer narrative:
H6: the device was received by ventec. Ventec downloaded the system logs for analysis and confirmed that the device had previously logged alarms for inspiratory pressure low and patient circuit disconnect. Ventec then evaluated the device but was unable to duplicate the reported issues. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.

Event description:
It was reported to ventec that the device required maintenance and that it was alarming "for everything," even after attempts to troubleshoot. There were no reports of patient use associated with the reported event. Ventec reached out to the reporter in order to get clarification about the alarms, but no response was received. Upon evaluation of the device, ventec downloaded it's electronic records (system logs) and observed that it had previously logged alarms for inspiratory pressure low and patient circuit disconnect.